Manufacturer narrative:
(B)(4). Date sent: 7/11/2024. D4: batch #386c12. Corrected data: d4 UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the handle shroud partially opened from the indicator to battery area. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached on what caused the shroud separated noted during the visual inspection. A manufacturing record evaluation was performed for the finished device batch number 386c12, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024 corrected data: d4: UDI #

Manufacturer narrative:
(B)(4). Date sent 6/10/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed?: the firing sequence hadn¿t started at all. 2. Did the device deliver any staples?: no. As the firing sequence hadn¿t started at all, no staple were delivered. 6. Was the backlight lit?: backlight (the v sign) was on. 7. Could you please clarify if there were any patient consequences? Any patient consequences are related to the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown after moving safety pin, malfunction happened while he pressed firing button.